Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is noisy, randomly turns itself off, device has a strange odor, visualization black and darker particles floating around in the water and power cord gets very warm and the patient feels stuffy, difficulty breathing/short of breath, nausea, lightheadedness, and headaches, feeling sick to her stomach and cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged device is noisy, randomly turns itself off, device has a strange odor, visualization black and darker particles floating around in the water and power cord gets very warm and the patient feels stuffy, difficulty breathing/short of breath, nausea, lightheadedness, and headaches, feeling sick to her stomach and cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Corrected information was provided in b7 (previously relevant history, including preexisting medical conditions was not included).

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058